Event description:
This report is based on information provided by philips repair center technicians and has been investigated by the philips complaint handling team following a complaint regarding the efficia dfm100, which indicated an issue with the therapy port protector. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.